Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the rotatable collar of the filter was found detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit. It occurred to 2 kits.